Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was seeming to inflate properly, however the patient was still losing blood. The nurse suspected the placement of the tourniquet may have been the issue. Additional clinical information determined that the issue occurred during an amputation of the leg below the knee. The device was set on a pressure of 250 and no alarms or warnings were observed. The blood was reported to be bright red in color and it is unknown as to the amount of blood that was lost as a result of the device issue. A single sterile cuff was used and was positioned on the upper thigh of the patient. As a result of the blood loss medical intervention was required as one unit of packed red blood cells were transfused into the patient during surgery. The cuff was not reported to have rolled or telescoped on itself. Additionally she stated that she felt under the drapes and the device appeared to be inflated. The idea of increasing the pressure was mentioned to the surgeon but he rejected the idea. She stated that the machine appeared to be working properly and that it may have been an issue where the pressure was not set high enough.

Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR 1526350-2015-00161 ¿ 1. The device was manufactured in march of 2008 and has no previous repair history at zimmer surgical since july of 2011. Investigation revealed no functional issues with the device. Prior to repair, the unit passed burn and leak testing and functioned per manufacturer's specifications. It was also noted that the mounting feet were cracked. Repair of the device included replacement of the battery as preventative maintenance and foot pads. The reported event was not reproduced or confirmed during testing and a cause cannot be determined. It is recommended that all associated product, including cuffs, be returned with the device for evaluation. The device was repaired and returned to the customer.